Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's battery was dead and they needed help. Patient called to report this information on (B)(6). Patient stated they were supposed to be seen on (B)(6), for this same issue, but no one came to see them. No record of any phone calls from patient requesting a manufacturer's representative. The manufacturer's representative (rep) called patient to schedule a trickle charge/por. Patient's voicemail box was full; rep could not leave a message. Rep will continue to try and call. Issue not resolved at this time. No further complications reported/anticipated. (B)(6) 2018, ph1 (rep): additional information was received from the rep. It was reported that the patient's battery was at 50% so it was not over discharged or dead, as it had been previously reported. Patient was wondering if he had a short in the wires because he had to charge every day. He was not sure how long he has had to do this. Patient reported he was told it would take 16 hours to charge his battery. Patient is having a kyphoplasty with his hcp on (B)(6), for an l4 burst fracture. Patient fell while chopping wood. Patient was wondering if this could have also done something to the wires since it broke a bone. Rep stated this was certainly possible and would be checking impedances when they meet again. Rep stated frequency and amount of time patient rechargers, as much as what he reported was not accurate. Patient stated he never got his ipg to 100% full.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep had not seen the patient so they could not perform an impedance check. The rep said that the patient was supposed to call post kyphoplasty but did not and did not return their call; the rep noted they would not pursue anything further at this point since the patient was not interested in returning their call. No further complications were reported.